Manufacturer narrative:
E1: patient city: (B)(6). Patient country: germany.

Event description:
Unomedical reference number (B)(4). Event occurred in germany. The patient reported that during swimming the infusion set was not adhering on 28/jun/2024. No further information was available.